Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of non-sustained lead noise was noted. Further testing was recommended. No changes have been made. The patient condition was good and there were no adverse consequences.